Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received low scan results of 2.9 mmol/l and 3 mmol/l in comparison to glucose readings of 15.2 mmol/l and 15 mmol/l on unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced "symptoms of low insulin" and self-treated with insulin (type/dose unspecified). No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.